Manufacturer narrative:
Results: the pet lock was damaged and slipped off the hypotube on the proximal end of the pusher assembly. The pusher assembly was fractured approximately 5.0 cm from the proximal end. The pull wire was retracted out of the distal fractured segment of the pusher assembly. The embolization coil was detached from the pusher assembly and was undamaged. Conclusions: evaluation of the returned pod6 confirmed a detached embolization coil. Further evaluation revealed that the pet lock was damaged and slipped off the hypotube, the pusher assembly was fractured, and the pull wire was retracted completely out of the pusher assembly. If the pusher assembly is forcefully mishandled at extreme angles during use, damage such as a kink and subsequent fracture may occur. This damage likely contributed to the detached embolization coil. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using a pod coil and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous and calcified. During the procedure, while advancing the pod coil through the distal end of the microcatheter, the physician experienced resistance and decided to retract the pod coil. Upon retraction, the pod coil unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod coil was removed. The procedure was completed using a new pod coil, two pod packing coils (pod pcs) and the same microcatheter. There was no report of an adverse effect to the patient.